Event description:
It was reported that the pump had force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Force sensor test error was found at power up, failed force sensor reading error history log review found a force sensor test error. The root cause of the reported issue was found to be the force sensor was out of calibration. Actions were taken to mitigate the reported issue: performed force sensor calibration and all functional testing which passed.